Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2024 the patient's rns system (rns and 2 leads) were explanted to treat infection. Treatment included 6 week IV vancomycin & ceftriaxone. This was diagnosed as a superficial incisional infection.